Event description:
It was reported that the patients ipg eroded after having a weight loss from an escherichia coli infection. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was cleaned out. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.